Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4) that could cause results to be misinterpreted. On (B)(6) 2019 the customer noticed the display would flicker which prompted the customer to replace the batteries. While a test result was obtained the same day, the customer noted that even though the screen would flicker, her ability to interpret the screen results was not affected. The customer confirmed that she does not believe incorrect results were reported due to display issue. On (B)(6) 2019, the customer noted that their display was 'affected and the center 8 glitches, which causes number to appear like the number 2.' A display check was performed and it was determined that the results field was affected by display issue.

Manufacturer narrative:
The customer returned the meter for investigation. The meter passed the display check when it is turned on. During the investigation several screens were checked and the complete display works properly. No malfunction could be detected. The investigation did not identify a product problem. The cause of the event could not be determined.